Event description:
Customer reportedly received the following results on the aviva nano system: 24.5 mmol/l (1:09), 11.3 mmol/l (1:10), and 6.3 mmol/l (1:11). Customer washed her hands and tested 7.0 mmol/l (1:19) and 7.8 mmolll (1:21). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).